Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the numbers are scrolling upwards. Customer does not recall any significant events leading to the error, but that it happened during a bolus attempt. Customer's blood glucose was 341 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.